Event description:
It was reported that the metabloc stem was fractured.

Manufacturer narrative:
Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. After approximately 12 years in-vivo, it came to a neck fracture of the metabloc stem due to fatigue. The investigation showed that the fracture origin is located on the lateral side some millimeter away from the anterior side. Since no structural or other defects could be found the reason for the fracture remains unclear. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)